Manufacturer narrative:
The customer's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.1- 3.3 inr): qc 1: 2.5 inr qc 2: 2.5 inr qc 3: 2.5 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. However, the date and time were not set correctly. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer confirmed the meter's date and time were not set correctly. The customer¿s test strips and meter were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable inr results for one (1) patient tested with a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory methodology. "Around" 1:45 p.m., the patient's meter result was >8.0 inr. "Around" 3:24 p.m., the patient's laboratory result was 4.7 inr. The customer believed the laboratory's result of 4.7 inr. The patient's anticoagulation medication was held for three days due to both inr results being above the therapeutic range. The patient's therapeutic range is 2.0- 3.0 inr.